Event description:
The user facility alleges three events where the oxygen line detached from the resuscitator housing prior to use. One of these devices was obtained for use during a code situation. Another resuscitator was obtained and there was no patient compromise.